Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, the j-pfna surgery was performed on a patient with a femoral trochanteric fracture which medial rotatory was instable. Three months after the surgery the patient felt a pain. So, the patient went to see a doctor when it was discovered that the nail was broken. At the re-operation on (B)(6) 2013, the broken nail was removed and replaced. As a result of the broken nail, the fractured bony part was broken again. The medial bone fragment was not broken as the bone healing was almost complete. The doctor decided to keep the patient non-weight bearing for four weeks, and will reassess the situation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. After further file review it was discovered the complaint number reported for MFR# 2520274-2013-07950 was incorrect.

Event description:
This is 1 of 5 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: hwc.

Event description:
This report is on the pfna nail. This is 1 of 5 reports for complaint (B)(4).